Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The insturment was fired with a reload cartridge and fired and formed staples across teh entier staple line no difficulties noted. The staple heights and staple formation were measured and were found to be conforming with respect to mfg requirements. Mfg and engineering have bben notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
During an unknown procedure, it was reported the satples came out of the stapls line which made the staple line leak. Another tlc55 had to be opened to complete the case. There was no consequence to the pt.